Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant the patient began "feeling bad" and felt their heart was back to the way it was before implant. It was noted the left ventricular (lv) lead exhibited high threshold and had dislodged. Reprogramming the lv lead was unsuccessful. The lv lead was repositioned and programmed. The lv lead remains in use. No further patient complications have been reported as a result of this event.